Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device was not explanted and could not be evaluated; therefore, the root cause for the stenosis remains indeterminable. However, patient related factors may have contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 6900p 27 mm valve was disabled after an implant duration of 13 years, three (3) months and 18 days due to severe bioprosthetic mitral stenosis. Per the patient's medical records, he was experiencing progressive dyspnea on exertion and elevated pulmonary artery pressures secondary to the severe bioprosthetic mitral stenosis. After evaluation, he was deemed to be at prohibitive operative risk for open reoperative mitral valve replacement (mvr). It was decided to perform a valve-in-valve transcatheter mvr. A 29 mm sapien xt transcatheter valve was successfully implanted in the mitral position. There was trivial paravalvular leak by transesophageal echocardiogram and mean transvalvular gradient of 1 mmhg. The patient was discharged in good condition.